Event description:
Surgical light handle plastic cover sheaths are employed as a sterile covering over o.r. Light handles. Hosp has had 6 to 8 packs that have split during installation and use over the last couple of months. This has been reported to the MFR previously and hosp has received a letter acknowledging problem. Hosp however continues to have this occur occasionally.